Manufacturer narrative:
Correction: to d10: with additional information, that was inadvertently missed within the initial medwatch report. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation and because the phenomenon was not duplicated, during device evaluation. The root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center frequently displayed an e116-scope communication error message during reprocessing for a therapeutic laparoscopy procedure. It would occasionally recover during reboot, but other times it was unrecoverable. Patient was not sedated at the time of the reported event. The intended procedure was completed with another device. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.